Event description:
Information was received indicating that this smiths medical cadd legacy 1 pump exhibited alarm even when battery was taken out. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Pump was found to be displaying "service due" alarm message during power up when batteries are inserted. The root cause of the reported issue was found to be internal real time clock lithium battery date have reached the level at which clock battery service due is required. Actions were taken to mitigate the reported issue: clock battery replaced.